Manufacturer narrative:
This report is submitted on october 03, 2017, by cochlear ltd. On behalf of (B)(4). (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and had been treated with oral and topical antibiotics, however the issue could not be resolved. Subsequently the patient was placed under general anaesthesia to remove abutment (date not reported).